Manufacturer narrative:
Corrected: event/problem description, implant date. Depuy still considers this investigation closed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The report states: litigation papers allege in the years following her surgery, patient suffered from discomfort and pain in her hips, groin, and legs. It became increasingly painful for her to walk, to move her legs, and to rise from a seated position. Bilateral patient doi: (B)(6) 2006 - dor: no revision reported at this time. (Unknown side), doi: (B)(6) 2007- dor: no revision reported at this time. (Unknown side). Patient is a resident of (B)(6). Update: the patient has now been revised bilaterally, on (B)(6) 2011. Part and lot numbers have been provided. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Added: brand name, device product code, manufacturer name/address, catalog #/lot #, implant date, PMA/510(k) #, manufacture date. Depuy still considers the investigation closed

Event description:
Update: doi has been updated and patient has now been revised bilaterally. Doi: (B)(6) 2006 (left side) doi (B)(6) 2007 (right side) - dor: (B)(6) 2011. Part and lot numbers have been provided. There is no new information that would change the outcome of the investigation.

Event description:
Litigation papers allege in the years following her surgery, patient suffered from discomfort and pain in her hips, groin, and legs. It became increasingly painful for her to walk, to move her legs, and to rise from a seated position. Update: doi has been updated and patient has now been revised bilaterally. Part and lot numbers have been provided. There is no new information that would change the outcome of the investigation. Update: (B)(4) 2011 - plaintiff's preliminary disclosure form was received, which identified date of implants with the associated sides. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Event description:
Litigation papers allege in the years following her surgery, patient suffered from discomfort and pain in her hips, groin, and legs. It became increasingly painful for her to walk, to move her legs, and to rise from a seated position. Bilateral patient: doi: (B)(6) 2006 - dor: no revision reported at this time; (unknown side). Doi: (B)(6) 2007 - dor: no revision reported at this time. (Unknown side). Patient is a resident of (B)(6). Update: the patient has now been revised bilaterally, on (B)(6) 2011. Part and lot numbers have been provided.